Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.